Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the customer had experienced low blood glucose of 50 mg/dl and the sensor had woken him up with blood glucose over 300 mg/dl. No troubleshooting was performed on the insulin pump. Customer is not returning the device for analysis.